Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), patient exhibited minor sensitivity upon torquing during load. Radiograph revealed minor failure to integrate towards the crestal bone. Referred to os for evaluation and at that time further loss of integration was noted